Manufacturer narrative:
Follow-up #1 date of submission 06/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings:the complaint could not be duplicated or confirmed during investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, the bolus button cover was damaged; the bolus button was appropriately responsive. There was moisture behind the display screen lens. A display screen lens leak was discovered during leak testing. The vibration feature was non-functional; the vibration motor pins were misaligned. Moisture was observed on the pump¿s internal printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the up, down, and ok keypad button were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.